Event description:
It was reported that, the patient occassionally hears a cracking noise and complains about poor speech understanding. Depending on the movement of the patient's head, the impressions of sound can disappear.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.